Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the reamer handle broke. The procedure was completed successfully with another reamer handle. There was no delay in surgery and no adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was fractured from the shaft. The adaptor coupling that was broken off was not returned with the rest of the device. A root cause analysis cannot be completed without the complete device. A manufacturing review was performed and there were no discrepancies found. No further investigation required.